Event description:
The patient no longer felt stimulation in the area of her pain due to the violent episode of vomiting.

Event description:
Additional information received reported that the patient experienced a loss of stimulation due to lead migration. It was stated that the migration was attributed to a violent episode of vomiting due to a stomach virus. It was unknown which lead migrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect, a shocking and jolting sensation, and experienced stimulation in the wrong location. The reporter stated that stimulation changed the week prior to the report. It was reported that two days later, the patient became ill and started to have "violent vomiting." After the vomiting, the patient started having sharp pains in the low back. It was reported that the patient was getting mostly abdominal stimulation and was not getting stimulation in the bilateral legs. It was noted that before this change the patient was getting stimulation in the low back and bilateral legs. An x-ray was done and it did not look like the leads had migrated. It was noted that there was a plan for a revision. Impedances were tested and they looked "fine." It was reported that the patient described sharp pain from electrodes 0-7 with no stimulation down the leg and electrodes 8-15 captured "mostly the abdominal area." Patient symptoms included pain and less than 50 percent therapy relief. It was reported that the patient suffered no injury or adverse event. A week later, it was reported that the patient had a minor revision surgery on (B)(6) 2013. The reporter stated that the anchor sutures were released and the leads were moved caudally down a very small amount. It was reported that reprogramming provided adequate stimulation coverage of the patient's normally painful areas with "minimal rib and belly involvement." The reporter stated that the patient wished that the coverage would be higher in the back but understood that the lead location and recruitment of belly and rib areas were the limiting factors. It was reported that the patient was recovering without issue.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).